Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles that when injecting the needles clogged 5 times. The following information was provided by the initial reporter: consumer reported finding when injecting the needle clogs.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution: yes. D9: returned to manufacturer on: 02-aug-2022 h6: investigation summary customer returned a total of 13 used 4mm, 32 gauge nano pro pen needles. The pen needles were visually inspected prior to testing. All of the pen needles returned were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The patient ends of the pen needle cannulas were also inspected. 10 of the 13 samples were found to have the cannulas bent at the base slightly to one side. This could be the result of stresses placed across the length of the cannula during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that all of the pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The majority of the pen needles were also bent on the patient side due to stresses applied during use. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. The damage to the non-patient end would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles that when injecting the needles clogged 5 times. The following information was provided by the initial reporter: consumer reported finding when injecting the needle clogs.